Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. System logs cannot be performed at this time because there is insufficient event date information. The system name, procedure date, name and type were not provided. This event is being reported due to the following conclusion: it was reported that when the physician was performing a da vinci-assisted thoracic surgery procedure with the use of sureform 45, air leak was observed. The surgeon had to put chest tube into the patient and required follow up appointment.

Event description:
It was reported that when the physician was performing a da vinci-assisted thoracic surgery procedure with the use of sureform 45 reload, air leak was observed. The surgeon had to put chest tube into the patient and required follow up appointment. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report

Manufacturer narrative:
Corrected data can be found in sections b1 and h7

Event description:
Refer to h10/h11 for follow-up information.